Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the maintenance, the front panel was blinking. The user cycled the power of the subject device, however the issue could not be resolved. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus malaysia (oml). Oml checked the subject device and found that the reported phenomenon was duplicated which might be caused by the malfunction of the scope sensor and needed to repair the circuit boards. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the circuit boards and the scope sensor. The cause of the failure of the circuit boards and the scope sensor could not be identified. If additional information becomes available, this report will be supplemented.